Event description:
During a supraventricular ventricular tachycardia procedure, a cardiac perforation occurred. As an atrial flutter was suspected, ablation with the safire blu ablation catheter was performed on the cavotricuspid isthmus. Approximately one hour, the patient became hypotensive, hypoxic and developed an arrhythmia. An echocardiogram revealed a pericardial effusion, for which an unsuccessful pericardiocentesis was performed. The patient was transferred to surgery to repair a cardiac perforation in the lower right atrium in the cavotricuspid isthmus area. The patient was recovering well. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.